Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt fell and his stimulation moved. The physician ordered an x-ray, which showed lateral migration in the lead. A procedure was scheduled to possibly revise the lead. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.